Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level was 275 mg/dl, indicating that there was no adverse impact beyond this value. The customer took corrective action by administering a correction injection using multiple daily injections (mdi). Tandem technical support resolved the issue by sending a replacement pump and provided instructions for returning the problematic pump. The customer was advised on the steps to take upon receiving the replacement and agreed to resume using the current pump temporarily due to being on vacation in france.